Event description:
It was reported the patient is experiencing discomfort at his scs ipg pocket site due to its location and the size of his scs ipg. The patient is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.